Event description:
Reporter says that they received 2nd to 3rd degree burns from the device. Reporter stated that they used the device for approx 7 1/2 hrs. When they removed the device, reporter said that their skin was a little red but that they did not feel burned.